Event description:
Meter name: basic. Strip name: one touch. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: diarrhea, weak, not able to stand. A patient reported that not being able to read it properly and was seen in the ER. Their meter allegedly would only prompt message "insert strip" the result on their meter was last noted result was 194mg/dl. Treatment was unknown. No further information has been reported.